Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced label lift off/partial peel off. This event occurred 226 times. The following information was provided by the initial reporter. The customer stated: when opened the package, it was found that the label occurred upwarp and adhesion issue. Patients and users were not affected.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced label lift off/partial peel off. This event occurred 226 times. The following information was provided by the initial reporter. The customer stated: when opened the package, it was found that the label occurred upwarp and adhesion issue. Patients and users were not affected.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 24-oct-2022. Material #: 360213. Lot/batch #: 1029877. Bd received 8 samples and 1 photograph from the customer in support of this complaint, the photos and samples were evaluated and the issue of label lift was observed. Additionally, an evaluation of 100 retained samples was conducted and did not confirm label lift. Bd was able to confirm the customer¿s indicated failure mode from the returned samples and photo provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.